Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that the lead safety switch (lss) of this right ventricular (rv) lead was triggered due to pacing impedance greater than 2,000 ohms. The pacing lead impedance had been gradually increasing over the past year. No noise was noted. Technical services (ts) discussed programming options and the healthcare provider was going to discuss with the patient's physician. The pacemaker system remains in service at this time and no adverse patient effects were reported.

Event description:
It was reported that the lead safety switch (lss) of this right ventricular (rv) lead was triggered due to pacing impedance greater than 2,000 ohms. The pacing lead impedance had been gradually increasing over the past year. No noise was noted. Technical services (ts) discussed programming options and the healthcare provider was going to discuss with the patient's physician. The pacemaker system remains in service at this time and no adverse patient effects were reported. It was additionally reported that the patient was to undergo magnetic resonance imaging. Upon review of the device data, some myopotential noise with oversensing was observed, as the pacemaker system was programmed to unipolar pace and unipolar sense. The physician planned to reprogram to unipolar pace and bipolar sense. Technical services also recommended enabling the non-sustained ventricular tachycardia alert to continue to monitor the lead. The rv lead remains in service.